Manufacturer narrative:
The pump was received with blank display due to faulty ib. Unit had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after 3 battery changes. Customer's blood glucose was 211 mg/dl at the time of incident. Troubleshooting found that the pump also has a small crack at the battery cap area. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.